Manufacturer narrative:
On 18-sep-2024, the product investigation was completed. Per internal review on this date, it was also identified that the bwi product analysis lab received the device for evaluation but this information was mistakenly omitted from the previous initial report. As a result, the product receipt date was updated in section d9. It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and there was an irrigation issue noted. Initially, the device 'randomly started having impedance spikes', and there was noise on distal electrodes, on both carto® 3 and the recording system. The impedance did not cut off, but it rose to 20 over the baseline value. The user was able to stop ablation. No error messages were noted on the equipment. The patient was anticoagulated with an act (activated clotting time) of 380. There was an average contact force of 12 grams. For troubleshooting, the cable was replaced without resolution. The medical team pulled the catheter out of the patient and they found coagulum on the tip of the catheter. The physician cleaned it up and tried flushing the catheter, but the tip of the catheter was not flushing--just the side ports. The distal ports were not flushing. The catheter was replaced and the problem was resolved. The case continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation, temperature and impedance, and electrical test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. The device was connected to the carto 3 system and it was recognized and visualized correctly. No signal noise issues were observed. Afterward, the device was connected to the generator and an ablation cycle was performed, and during the test, no impedance issues were observed. Additionally, the irrigation holes were inspected under the microscope and revealed no thrombus/clot residues. A manufacturing record evaluation was performed for the finished device 31270793l number, and no internal actions related to the reported complaint condition were identified. The thrombus, irrigation, impedance, and noise issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The catheter instructions for use (IFU) contain the following information: before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. When rf (radiofrequency) energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. The carto 3 system IFU contains the following information: ECG (electrocardiogram) noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and there was an irrigation issue noted. Initially, the device 'randomly started having impedance spikes', and there was noise on distal electrodes, on both carto® 3 and the recording system. The impedance did not cut off, but it rose to 20 over the baseline value. The user was able to stop ablation. No error messages were noted on the equipment. The patient was anticoagulated with an act (activated clotting time) of 380. There was an average contact force of 12 grams. For troubleshooting, the cable was replaced without resolution. The medical team pulled the catheter out of the patient and they found coagulum on the tip of the catheter. The physician cleaned it up and tried flushing the catheter, but the tip of the catheter was not flushing--just the side ports. The distal ports were not flushing. The catheter was replaced and the problem was resolved. The case continued. No patient consequences were reported.